Event description:
A call was initially received for the explanting facility requesting information so that an explanted generator and lead could be returned. The reason for explant was not known by the requester. Product analysis was performed on the returned lead and generator. It was found that the generator performed within specifications and not adverse conditions were found. While only a portion of the lead was returned, it was noted that other than typical wear and explant related observations, no anomalies were identified with the returned portion of the lead. Clinic notes were later received in regards to the patient's explant. It was noted the patient initially came in due to an infection. The generator pocket was opened and the pocket and the generator were thoroughly cleaned prior to re-closing the patient. The surgeon noted that he would like to try to save the device as it was very expensive and new and he hoped flushing the area would be enough to resolve the infection. Later clinic notes explained the patient had to come back to the operating room for vns explant as the infection was still ongoing and the patient continued to have oozing from the wound. The pathology results from the previous surgery showed the infection was staph aureus. During the explant surgery, the surgeon noted he had made a small perforation just superior to the thyroid cartilage. The surgeon called for the ent who inspected the wound. The ent noted the perforation could barely be seen from inside when the laryngoscopy was performed, and so the perforation was fixed and closed. The surgeon also noted he was unable to see exactly where the electrodes were located, so an incision was made at the clavicle and the lead was cut at that location. The generator and lead were then removed and the sites were irrigated and closed. A small rubber band drain was left in the neck incision per the ent, and a drain was left in the chest incision. The patient was extubated in the operating room and sent to the ICU for observation postoperatively.

Manufacturer narrative:
This information was inadvertently left off of the initial MFR. Report.

Event description:
Review of the device history records for both the lead and the generator confirmed sterilization prior to distribution.